Event description:
It was reported that impedance values <(><<)>250 ohms were read. In addition, the values of >4000 ohms were seen on some of the bipolar pairs. It was stated that the patient did not get therapy on all programs. The following impedance values were reported c-0 1111 ohms c-1 1111 ohms c-2 1147 ohms c-3 1111 ohms 0-1 1423 ohms 0-2 2213 ohms 0-3 <(><<)>50 ohms 1-2 >4000 ohms 1-3 1226 ohms 2-3 1482 ohms the device was reprogrammed to: p1: 3+, 2-, 1- p2: c+, 1-, 0- there was a good response with program 2 at 0.4v. The patient was getting good response now on p2 after reprogramming.

Manufacturer narrative:
Product ID 3889-28, lot # v621112, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).